Event description:
It was reported that 4-5 2nd gen pen needles had no insulin flow during the injection. The following information was provided by the initial reporter: consumer reported when taking injection, no insulin flows. Stated, he has to go through at least 4 or 5 pen needles before one will work stated, he does not prime and has never primed before injection. Stated, if he primed, he would be wasting insulin. Consumer did not provide any product information or contact information and disconnected call.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey, USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.